Event description:
Additional information received, programming change was made on the device.

Event description:
It was reported via remote transmission, multiple episodes of noise reversion were noted as well as high ventricular rate episodes were observed due to rv lead noise. Noise was reproducible with pocket manipulation. The physician is considering to make a programming change and monitoring the rv lead. Patient was stable.